Event description:
A malfunction alarm identified as malf 24 was reported, with no specific events preceding the issue. There was no adverse impact on the customer¿s blood glucose level. Technical support decided to replace the pump, providing instructions for putting the existing pump into storage mode and guiding the customer on returning the defective pump via ups within 10 days. The customer was informed that a replacement pump would include updated software, which they acknowledged and understood. The customer will use an alternate method for insulin delivery in the meantime.